Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made the observed deformed or bent helix - an indicative of helix extension/retraction difficulty - more likely than what is documented as known inherent risks of the use of this lead. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.